Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-03093, 2134265-2014-03094 and 2134265-2014-03095. It was reported that motor drive unit (mdu) automatic pullback failure occurred. During procedure, it was reported that the motor drive unit automatic pullback was not operational. Normal lcd was displayed. The sled was changed out, but issue remained. Manual pullback was performed to complete the procedure. No patient complications reported.